Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported that patient's ipg was at <2.73v and displayed message indicating it was nearing end of life (eol). Surgical intervention may be undertaken to address this issue.